Event description:
Country of complaint: (B)(6). Complaint description: product labeling issue / mix-up. Customer notified that seven boxes have wrong labeling. Inside the boxes are premilene (B)(4), but the labels shows that the product is premilene (B)(4).

Manufacturer narrative:
United states reporting agent notified: (B)(4) 2014. Complaint description: product labeling issue / mix-up. Customer notified that seven boxes have wrong labeling. Inside the boxes are premilene (B)(4). OEM analysis: upon receiving the product proceeded to perform a review of all the units in which it is evident that the label of the box corresponds to the lot code (B)(4) premilene (B)(4) and product that runs inside the box does not match that described on the outer label of the same. Individual units are for the code (B)(4) (premilene (B)(4). Final conclusion: OEM carried out the investigation, upon receipt of the product and proceeded to perform a review of all the units in which it is evident that the label of the box corresponds to the lot code 514362 (B)(4) carry out the investigation of the possible causes that generated the incident and found that during the conditioning step genre human error, when placing the outer label. Cause; failure in production process. No further pt info was provided at the time of this report.